Event description:
During a ptca/stenting treatment procedure, the maverick2 monorail 15x2.0 mm balloon ruptured at an unk pressure on the third inflation. The number of atms reached on the first two inflations are also unk. The pt was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in the first diagnonal branch of the left anterior descending coronary artery. The physician used a terumo introducer sheath for vascular access, a launcher guide catheter and a runthrough guide wire to cross the lesion. The maverick2 monorail balloon was being used for post-dilatation after placement of an everest stent. The maverick2 monorail balloon was removed and replaced with another balloon of the same type to successfully complete the procedure. No pt injuries or complications were reported.